Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with asymptomatic diffuse lamellar keratitis (dlk) in the right eye one day post lasik. The previously prescribed topical steroid eye drops were increased. Additional information received states that the dlk has resolved.